Manufacturer narrative:
(B)(4). D10: comp rvrs 25mm bsplt ha+adptr cat# 010000589, lot# 66061513. Comp lk scr 3.5hex 4.75x30 st cat# 180553, lot# 66008658. Pn 180553: visual examination of the returned products identified that both peripheral screws item 180553 are fractured. Sem analysis of the material and fracture surfaces identified fracture surface artifacts of beach marks, ratchet marks, and striations are consistent with the fatigue failure mode. Eds semi-quantitative elemental analysis found the material to be consistent with ti-6al-4v titanium alloy. Review of the device history records identified no deviations or anomalies during manufacturing. It is noted that 3 peripheral screws were placed ad the time if implantation. Per surgical technique, 4 screws are indicated for placement on implantation. However, it is unknown if this caused or contributed to the reported event. As such. A definitive root cause cannot be determined. The reported event for screw fracture has been confirmed through the returned products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 5 months post implantation due to loosening and fractured screws. The baseplate, tray, glenosphere and screws were revised. Attempts have been made and additional information on the reported event is unavailable at this time.